Manufacturer narrative:
The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence via visualization of air by the cs and physician during the procedure and confirmation of air via the imaging evaluation. No manufacturing non-conformities were found in the returned samples at this time. Available information suggests that variations in execution of procedural steps may have been a contributing factor to the reported event. However, a definite root cause is unable to be determined.

Event description:
Edwards received notification that during a pascal precision procedure in a concomitant (mitral and tricuspid teer) case, air bubbles were observed. The procedure started with the mitral valve. The guide sheath (gs) and the implant system (is) were prepared according to the IFU. After inserting the is into the guide sheath and aspirating, small bubbles came out of the gs while flushing it. The amount of air seen on echo was higher than normal at this step and the patient had a slight drop in blood pressure 3-4 minutes after the air was seen on echo. The drop in blood pressure was corrected by the anesthesiology team. The patient did not experience st elevation, EKG changes or arrhythmias. The procedure continued without any further events. After the mitral procedure the gs was exchanged for the tricuspid procedure, where two pascal ace were implanted without any issues.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- air embolism. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.